Event description:
It was reported the patient experienced ineffective therapy and the ipg became inoperable. As a result, the ipg was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. It was reported t abbott, a patient had their ipg replaced due to ineffective therapy. There were no complications and effective therapy was restored post op. The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.